Manufacturer narrative:
This report is being submitted to relay additional information. G5: PMA/510(k) number is updated and additional 510(k) number is k072642. H6: method code was updated to 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified signs of wear at the drive feature, and fracture across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
Doctor reported iuniht screw fractured on dental position 19.